Manufacturer narrative:
The issue was resolved for the customer by ordering a caster wheel. The customer will perform the repair.

Event description:
It was reported via repair work order that the cot will not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot will not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.